Event description:
Pt was enrolled in an external clinical study and was seen for an unscheduled visit with chief complaint of right eye pain and photophobia for 2 days. The pt was wearing the lens in question in the right eye for 2 days. Best correct va 20/20 od, 20/15-2 os. Sle: od grade 2 corneal staining; grade 1 conjunctival injection and grade 1 tarsal abnormalities. The pt had a single, mid-peripheral, corneal infiltrate located at 2 o'clock; the depth of the infiltrate was epithelial and there was no overlying defect. The pt had an iritis in the right eye but there is documentation of cell and flare to quantify it. Diagnosis: infiltrative keratitis with secondary iritis. Treatment: ciloxan, 1 drop qid. A culture was not taken in the od due to the small size of the defect and greater trauma would be induced by culture.